Manufacturer narrative:
(B) (4). Evaluation summary: a request for the return of the device has been made. Should the pump be received for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
The facility reported that upon power up, a colleague infusion pump displayed a "pump failure" message. Additional information received on 7/6/2009 indicates that neither an error code nor an audio tone accompanied the pump failure. The device was removed and subsequently sent to the facility's clinical engineering group of service. No patient injury or medical intervention was reported.